Manufacturer narrative:
Insulin pump received with minor scratches on lcd window, cracked lcd window and cracked reservoir tube lip.

Event description:
It was reported the customer had multiple scratches on their insulin pump's screen. The mother stated the son did not drop or bump the insulin pump. The customer's last known blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.